Manufacturer narrative:
Additional information was received that the bed chassis is what was broken and not the panel. There was no reportable malfunction. H3 other text : additional information was received that the bed chassis is what was broken and not the panel. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the foot rail was detached. There was no patient involvement.